Event description:
The subject device was used during a laparoscopic assisted virginal hysterectomy. The probe was broken and the fragment of the probe fell off. There was no information where the fragment fell off. The fragment was retrieved. It was reported that the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc). Omsc received only photos of the device and omsc confirmed that the probe broke down. The manufacturing record was reviewed with no irregularities. The exact cause of this issue cannot be conclusively determined. Based on the similar cases with the same model, there is a possibility that the probe breakage occur since the user output the device contacting with something hard or the probe and the jaw came into contact, which caused scratches because of wear of the ptfe pad. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.